Event description:
Husband of a female, reported pt experiencing elevated blood glucose of >500 mg/dl. Pt's normal range is >200 mg/dl. He indicated that air bubbles were often noticed but were able to be cleared. Husband reported pt had sinus surgery in 2006. He stated that pt had switched to using apidria insulin rather than novolog two months ago. Pt's basal rate were adjusted after the sinus surgery and husband indicated that he believed the piston rod was loose. Pt administering insulin injections in additon to using the infusion device to address the blood glucose issues. Husband indicated that he did not believe the infusion device was delivering insulin properly. Husband did not report any symptoms of elevated blood glucose. No medical assistance was reported. Product was requested to be returned for evaluation.